Event description:
It was reported that during a lap aorta bifurcation, after a while, a gas leak occurred. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.